Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump will not deliver insulin. The reporter was going to contact the patient's doctor's office to discuss a backup plan. There is no additional information available at this time. This is being reported based on the allegation that the pump was not delivering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.